Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced infusion set soft cannula kinked event on 12-may-2024. The events occurred within 3 hours of insertion. The insertion site was at lower back/hip. Blood glucose levels were 250 mg/dl at the time of event. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.